Manufacturer narrative:
Product investigation results: reporter returned 1 oral-b dual clean toothbrush head and 2 oral-b precision clean toothbrush heads on (B)(6) 2016. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
Dual clean toothbrush heads have fallen apart in mouth, the lower part of the brush has become detached from the main body of the arm [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2016 that the last two oral-b dual clean brushheads he used had simply fallen apart in his mouth, elaborating that the lower part of the brush had become detached from the main body of the arm. He explained that this had happened on two occasions, with the first time being about 4 weeks ago. He stated that each time this had happened, he had been cleaning his teeth with an oral-b rechargeable toothbrush, version unknown and the brush was inside his mouth. The consumer noted that he had been a user of an oral-b electric toothbrush for many years. No symptoms developed. (B)(6) 2016 received follow-up email from consumer: the consumer reported that he had disposed of the first replacement head that fell apart. However, he had retained the latest one that fell apart. The consumer stated that as far as he could ascertain, both brush heads were from the same pack of 4 replacement heads. No further information was provided. (B)(6) 2016 received follow-up email from consumer: the consumer reported that he still had two unopened replacement brush heads in the 4 pack from which the defective heads came. No further information was provided.

Manufacturer narrative:
Reporter returned 1 oral-b dual clean toothbrush head and 2 oral-b precision clean toothbrush heads on 12-sep-2016. Product investigation is in progress.

Event description:
Dual clean toothbrush heads have fallen apart in mouth, the lower part of the brush has become detached from the main body of the arm [device breakage]. No adverse event. Case description: a male consumer of unspecified age reported via e-mail on 02-sep-2016 that the last two oral-b dual clean brushheads he used had simply fallen apart in his mouth, elaborating that the lower part of the brush had become detached from the main body of the arm. He explained that this had happened on two occasions, with the first time being about 4 weeks ago. He stated that each time this had happened, he had been cleaning his teeth with an oral-b rechargeable toothbrush, version unknown and the brush was inside his mouth. The consumer noted that he had been a user of an oral-b electric toothbrush for many years. No symptoms developed. On 06-sep-2016 received follow-up email from consumer: the consumer reported that he had disposed of the first replacement head that fell apart. However, he had retained the latest one that fell apart. The consumer stated that as far as he could ascertain, both brush heads were from the same pack of 4 replacement heads. No further information was provided. On 08-sep-2016 received follow-up email from consumer: the consumer reported that he still had two unopened replacement brush heads in the 4 pack from which the defective heads came. No further information was provided.